Event description:
A customer reported an issue where their cartridge prompted them to reload it again after loading. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with reloading their cartridge, confirming no alarms were in the history, which allowed the customer to successfully reload the cartridge and resume insulin administration. The issue was resolved with no further assistance required.